Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The cannula was clotted with blood. The current blood glucose reading is 91 mg/dl. The blood glucose reading at the time of event was 416 mg/dl. Customer had high blood glucose levels. Unable to deliver bolus due to no delivery alarms. Customer was admitted to ICU and treated with insulin drip. Nothing further reported.